Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were provided to investigate the reported condition. A thorough review of the device's history was conducted for injector luer lock n35c lot 2411727, and no deviations or non-conformances were found during the manufacturing process that could have contributed to the issue. Three retained samples were received for further evaluation, during visual inspection no deformations, material deficiencies, burrs, or fractures were observed. Luer thread functionality tests were performed on the retained samples, confirming that the product meets its intended performance requirements. All units were confirmed to be in optimal and acceptable condition and the results are in full compliance with the established specifications. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: I have a customer who used a connector earlier and it leaked. Per customer response: the leak occurred between the transfer injector and the luer lock syringe. Was the device being used in/on patient when the issue occurred? I believe so yes. Was patient or user harmed? If yes, please explain ¿ not that I am aware of was the hcp present when the issue occurred? Yes if leakage occurred, please confirm the fluid that leaked. Vinblastine was additional medical intervention/medication required? If yes, not that I know of.